Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited intermittent capture, undersensing, a decrease in p wave amplitude and noise.

Event description:
New information indicated an event date of september 1(B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. No patient symptoms were reported. No further information could be obtained.